Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2022 by the journal of shoulder and elbow surgery, titled ¿five-year radiographic evaluation of stress shielding with a press-fit standard length humeral stem". The study reviewed forty-seven (47) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers ii (arthrex) and pe glenoid (type, brand, manufacturer unspecified), to address glenohumeral osteoarthritis. During the sixty (60) month follow-up period, one (1) patient experienced glenoid component loosening treated with glenoid removal and bone grafting. Source: cole, elliott w., et al. "Five-year radiographic evaluation of stress shielding with a press-fit standard length humeral stem." Jses international 4.1 (2020): 109-113.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.